Event description:
Foot broke on perclose - device would not deploy, 2nd device used.

Event description:
Add'l info rec'd from MFR 11/26/02: this is in response to the action letter dated october 31, 2002 requesting add'l info. Attached in exhibit I is a copy of the abbott laboratories medwatch MFR report #2953144-2002-00158 submitted on november 4, 2002 for this voluntary medwatch. The catalog number is 12359. The lot number is 87252-6h. The abbott aware date is 10/09/02. The device was returned to abbott laboratories and testing of the device has been completed. Please refer to section h10 of the medwatch, in exhibit I, for this info. The physician attempted arteriotomy closure with the closer s 6fr device allowing an unspecified procedure. It was reported that the device inserted into the pt's artery without any problems. Pulsatile flow was received. The foot deployed and the needles plunged without problem. The needles then could not be removed. The foot could not be parked as expected, as this is a safety feature of the device when the needles are unable to be retrieved. The physician tried repeatedly to remove the needles and was not able to. He then pulled the device from the artery. It was noted that one needle was attached to 1/2 of the foot and 1/2 of the foot was gone. Hemostasis was achieved via compression. There is no report of any adverse pt effect. Inspection of the returned device yielded the following observations. The cuffs and suture were not returned with the device. The posterior section of the foot was broken off and was not returned. The foot was deployed and parked without problems. The returned plunger looked normal. It was reinserted, and the needle trajectory was acceptable. The results of the investigation did not yield any manufacturing or component defect. There were no abnormal observations with the condition of the returned device that could have contributed to the reported complaint. MFR was able to establish a root cause based on the investigation findings. The device history record was reviewed and no deviations were found relevant to this investigation. A review of the co's product surveillance files revealed no other complaints of this type filed against the reported lot number.